Manufacturer narrative:
The lens was received and is currently under evaluation at the manufacturing site. The lens met all manufacturing specifications prior to release. A review of the manufacturer's implant database shows the original implant was replaced with a lower diopter lens of the same model. Our investigation suggests this event is not related to the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned iol was measured for diopter and confirmed that is correct as labeled, 21.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
A report was received that the intraocular lens (iol) was explanted 4 months after implant. Reason stated was improper iol power. No patient complications.